Event description:
During pt use, a "switched to backup battery" occurred when the ac cable was connected. At the time, the ac power was not recognized. It was solved by exchanging the ac cable. However, the ventilator did not recognize the power pac battery. After that, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was not provided.